Manufacturer narrative:
Continuation of d10: product ID 3708260 (serial: (B)(6)); product type: 0191-extension; implant date ; explant date product ID 3487a-33 (lot: v056633); product type: 0200-lead; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced a shocking sensation upon waking one day and then had a loss of stimulation. The patient noted the spinal cord stimulator turning off at certain times including after a programming session, and two programs turning off on the device. The stimulator was noted to shut off after a programming session while the patient was leaving the healthcare provider's office. All connections and impedances were checked and found within normal range, and the patient was reprogrammed. Positional change was discussed with the patient as the lead is located in the cervical region. No clear reason was identified for the stimulator turning off at certain times. No action was taken.